Event description:
Reportedly, a sales representative obtained information on a case scheduled for system removal on (B)(6) 2024 due to infection (date of confirmation of infection and other details unknown). No further information is available.

Manufacturer narrative:
All the devices have been sterilized and released according to all applicable procedures. Kora 250 dr (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 13 october 2017 use before date: 13 october 2019 sterilization lot: s0289 - 3116 vega r52 (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 19 october 2017 use before date: 19 october 2020 sterilization lot: 7i10 vega r58 (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 12 november 2017 use before date: 12 november 2020 sterilization lot: 5i11 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, a sales representative obtained information on a case scheduled for system removal on (B)(6) 2024 due to infection (date of confirmation of infection and other details unknown). No further information is available.